Manufacturer narrative:
Technical support instructed the biomed to isolate the right rail remote switches and then replace the right siderail ucm and cable. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts biomed stated the bed has no head up function and is in the flat position. He has replaced the head up/down valves but the issue remains and the pump is not running when the head up function is pressed.